Event description:
It was reported that during a lithotripsy procedure, when the fiber was first used, it was found that the fiber was fractured. The broken end of the fiber bunt through the surgical pants of the physician, and his skin got burnt and became red. The procedure was completed using another fiber without patient complications. There was no treatment applied to the physician, however, he is currently doing well.